Event description:
(B) (4)

Event description:
It was reported that during implant attempt, the doctor attempted to flush the lead with heparin, but suddenly "an aneurism" occurred at the distal end of the connector. Additional information was received indicating that there was a bulge in the insulation, with apparent foreign material between the outer insulation and overlay tube, but no patient complications. The lead was not used.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis found a piece of foreign material between the outer insulation and the overlay tube in the connector end. The full lead was returned and analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.